Manufacturer narrative:
D1: the reported product is an unknown revaclear 300. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that within one minute after starting dialysis treatment with a revaclear 300, the patient experienced shortness of breath and itching on the back and throat. The patient was given oxygen and diphenhydramine (50 mg, intravenous push). It was reported the patient recovered and treatment was completed without incident. Subsequently, the patient was discharged home, alert and oriented. No additional information is available.